Event description:
It was reported that the surgeon has become accustomed to using the speciality instrument and wants a replacement for the broken one. Update: distal tip of the tap broke off within patient vertebral body, the piece was left in the patient cavity.

Manufacturer narrative:
Method: complaint history review; risk assessment; results: manufacturing records were not reviewed because no parts or lot number were provided. Per email correspondence with the sales rep, the awl was not used to prepare the pedicle prior to tapping. Conclusion: the probable root causes of this event are user error - awl not being used to prepare the pedicle.

Event description:
It was reported that the surgeon has become accustomed to using the speciality instrument and wants a replacement for the broken one. Update: distal tip of the tap broke off within patient vertebral body, the piece was left in the patient cavity